Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly upon interrogation. The diagnostics were cleared and the device remained implanted.